Manufacturer narrative:
The concerned unit is miyabi system, which is a combination of an angio device and a computed tomography system. Following the procedure, the CT was at home/park position. During an automatic run, the angio system collided with the CT gantry and the c-arm of the angio unit broke the CT cover. The investigation showed that the issue was caused by a misleading patch-implementation-instruction. This update instruction requires only manual installation and not meant for an automatic installation via network. During the mentioned vd11c patch11 installation, system motion control unit (scu) parameters may be only partially restored due to the incorrect description to abort the download of the real time computer (rtc), which can lead the scu configuration file getting corrupt. Unfortunately, there was no such warning displayed for the installer during the update implementation. In this case the imaging functionality is fine and movement is available, however, collision calculation and automatic collision control may be compromised, e.g. Unjustified restrictions may be applied, or the automatic collision protection mechanisms may be missing, just as it happened in the reported case. As a result of the described issue, siemens decided to check all manually installed systems of the installed base and if necessary, correct the parameters of the motion control file, which control the automatic collision protection mechanisms. A field (safety) correction update ax046/20/s and the corresponding customer safety information ax047/20/s will be released to the affected users in the 3rd quarter of 2020. In regard to the affected system, the device was corrected and the defective cover has been replaced by siemens local service.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported a collision between the angiography system and CT gantry. The event occurred after a patient procedure and there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.